Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a pump error 35 alarm and was not able to clear. It was reported that insulin pump could not rewind. It was also reported that insulin pump had a crack. Customer's blood glucose was 8 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with a critical insulin pump error and broken force sensor error found in the formatted history file due to force sensor zero offset out of spec. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump received with cracked case on the back at the battery tube area. The insulin pump received with cracked keypad overlay at select button. The insulin pump received with minor scratched lcd window, case and keypad overlay. The insulin pump received with stained serial number label.